Event description:
It was reported that this pacemaker was undersensing the ventricular that fell into cross-chamber blanking period. This resulted in ventricular pacing being delivered when not expected which caused this patient to go into an endless loop tachycardia (belt) rhythm. No additional adverse patient effects were reported. Currently, this pacemaker remains in service.